Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded due to the size of the data being over the limit. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2007 and is over 18 years old. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The cause of the system error was the defective processor board, which needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.